Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No blank display was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with corroded keypad traces, minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked belt clip slot.

Event description:
Customer reported that the insulin pump had been used in water and now will not turn on. Blood glucose level at the time of the call was not provided. No further information was provided.